Manufacturer narrative:
Received one device. The customer reported issue was able to be confirmed through ehl inspection. The cause of the reported issue was nearly empty customer supplied batteries. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device switches itself off and on and stops suddenly. There was no reported patient involvement.